Event description:
65-year-old female who called 911 for sudden onset dyspnea. She suffered an out-of-hospital cardiac arrest and received cardiopulmonary resuscitation by emergency medical services. The patient developed sudden severe dyspnea and collapsed, prompting a 911 call. Ems found her in pulseless electrical alternans, and return of spontaneous circulation (rosc) was achieved after approximately 10 minutes of CPR. She was transported to the hospital, where she experienced a second cardiac arrest during CT angiography for pulmonary embolism evaluation. Rosc was obtained again after CPR and six defibrillations for ventricular tachycardia. Given ongoing hemodynamic instability and concern for massive pulmonary embolism, a heart team determined the need for impella rp flex implantation for right-sided mechanical circulatory support. This indication was off-label due to the high risk of clot ingestion in the setting of suspected pulmonary embolism. The impella rp flex was primed and connected to the automated impella controller; however, a placement signal unreliable alarm immediately occurred. Based on this alarm and inability to obtain a reliable position waveform, the decision was made not to proceed with implantation using that device. The team elected to replace it with a new impella rp flex.

Manufacturer narrative:
Date of manufacture is unknown at the time of the MDR writing. Device status. The impella device was not received from the customer; therefore, an investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Additional information was provided in d9. The impella device was returned, and an evaluation is underway. Upon review, it was identified that the device manufacture date (h4) was not available at the time of the initial report and has now been provided following follow up. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.